Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a general complaint of the pump "pulling" the fluid from the primary container during secondary infusion. Additionally, the customer reports that there was approximately 50ml remaining in the secondary infusion when the pump began drawing fluid from the primary line. The report stated that the nurse had lowered the primary line using two hangers, consistent with recommended practice; however, the issue persisted. To mitigate the issue, staff reportedly lowered the primary line further using three hangers and, in some instances, manually clamped the primary line to allow infusion from the secondary line. There was patient involvement but no harm.